Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 3005778470.

Event description:
It was reported "some catheters were smashed because they were trapped between the primary packing seal/welding's. The affected products had altered color." This emdr covers the unknown number of catheters associated with the defect.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Review of the DHR showed that all relevant tests required during the manufacturing, packaging and sterilization process had been fulfilled and met the requirements. Batch record was reviewed and during production there was no opened non-confirmance on lot#3a00185. No complaint has been received on lot#3a00185 and this type of issue. According to g905704 v.24.0, point 5.11.9 ¿ no welded catheters in peelpack are allowed. Visual inspection is provided according to tm-437 v.1.0. The percentage of affected pieces against lot is 0.002%. This complaint was discussed on complaint review board on november 28, 2024. The issue has been investigated and retraining of operators on visual inspection procedure was carried out in may 2023. Lot in question was produced before retraining taking place. This is considered an isolated issue. No further action is required. Operators will be retrained according to g708002 education and training of production personnel and the issue will be presented to operators according to wi-001366 qa data visualization. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470.